Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided a supplemental emdr will be filed. Note: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol ventralight st. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and PMA/510(k). Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 2 months post implant of ventralight st mesh using echo ps, patient was diagnosed with hernia recurrence, pain and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol ventralight st. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient had chronic abdominal pain and diagnosed with incisional hernia, adhesions, multicystic ovary thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device #1). Per operative notes, ¿the cyst was removed. The patient had two defects and extensive lysis of adhesion was carried out. A ventralight st mesh using echo ps (device #1) was placed into the abdomen then tacked the mesh to the anterior abdominal wall." (B)(6) 2017 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent removal of ventralight st mesh using echo ps (device #1) and implant of xenmatrix ab (device #2). Per operative notes, ¿the hernia sac was dissected free of the subcutaneous tissue, and a crumpled portion of previously placed mesh (device #1) was encountered on the left side. The small bowel and omentum were freed and then the mesh (device #1) was completely excised. The hernia sac removed was leaving a large abdominal wall defect. Component separation was performed on the left. A piece of xenmatrix ab (device #2) was then placed into the abdomen over the omentum and bowel, sutured in place with the fascial edges.¿ attorney alleges that the patient had mesh migration and hernia recurrence. It was also alleged that the mesh had crumpled.